Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in use for a diagnostic procedure at the time of the event. The procedure was delayed as a result of the event but was able to be completed by restarting the system. No patient/user harm was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log files confirmed that the flexvision pc had malfunctioned, likely due to a frame grabber card initialization error in the flexvision pc had resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard disk drive. After these replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up as the counter got stuck at 00:00. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the hard disk which returned the device to use in good working order.